Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Approach: anterior cervical discectomy and fusion surgery. It was reported that on (B)(6) 2006, patient underwent a spine fusion surgery on the cervical region of his spine from c4- c5. Patient's post-operative period has been marked by a period of improvement, followed by increasingly severe and chronic neck pain, radiating pain in his shoulder and left arm, numbness and tingling in his left arm down to his fingers, constant swelling in throat, difficulty breathing, difficulty swallowing, and inability to sit or stand for extended periods of time.